Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report #: 1627487-2018-09003, reference MFR. Report #: 1627487-2018-09004, reference MFR. Report #: 1627487-2018-09006. It was reported the patient experienced ineffective stimulation, as 75% of the patient¿s target area pain was well controlled, but the last 25% was not. The patient attempted to cut the leads out of her head with a box cutter. The physician found that the leads were still in place upon inspection. Currently, no further troubleshooting or surgical intervention is planned.